Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episodes that appears pacemaker driven and ended with algorithm appropriately. Also, the patient reported a syncopal episode. The pacemaker remains in service. No additional adverse patient effects were reported.